Event description:
No additional information received regarding the event.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be separated from the pusher, which is consistent with customer-provided image and the condition described in the reported event. The implant was not returned for evaluation. Inspection of the pusher heater coil found no indications of activation using a detachment controller. The pusher's monofilament profiled a tensile break shape at the tip, which is consistent with the device experiencing forces that exceeded the tensile strength of the monofilament, causing the implant to separate from the pusher. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
As reported: during prophylactic embolization of the internal iliac artery prior to major stent grafting, the operator observed coil detachment upon deployment, where the coil became dislodged and fell off. The coil detachment occurred without controller. The coil detached in the microcatheter, but not in the aneurysm. The coil was retrieved from the patient along with the microcatheter. Case was completed by replacing with a new microcatheter and coil. Patient is stable.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.